Manufacturer narrative:
(B)(4). External insulation abrasion was noted at 18.5-19.0cm from the distal tip, consistent with lead friction to another device or feature of the patient anatomy. The silicone insulation was intact at this location. Internal insulation abrasion was noted at 5.5-6.0cm and 6.5-6.6cm from the distal tip. The etfe coating was intact at this location. Internal insulation abrasion was noted under the rv shock coil at 7.0-9.0cm from the distal tip. The etfe coating was damaged during the surgical procedure at this location.

Event description:
It was reported that the lead was explanted and replaced due to noise and oversensing and an insulation defect. The patient was doing well.